Event description:
It was reported that during a rectum procedure, the device would cut but stapled partially. The staples were released, but the half of the staple line was not sutured. The anastomosis was not complete. The surgeon completed the case by manual suture technique. There was no patient clinical consequence, and the hospitalization time was not extended.

Manufacturer narrative:
Date sent: 08/03/2009. Information anticipated, but unavailable at this time.